Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The product support engineer advised customer that unless there is a huge oxygen leak and the fans are not running, the sensor pcb is most likely faulty. Provided part number. The customer replaced the defective sensor pcb to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported high internal o2 alarm. There was no patient involvement.